Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since (B)(6) 2018, the patient had been having a lot of problems with symptoms; one night they would have no leakage, and the next night they would have no control. It was noted that it was working great before, and they didn't need any pads at all, so they were not sure what happened. It was also reported that they thought the device had been affecting their bowel the last few days, since (B)(6) 2018, as well. It was stated that their stools were not as often, but they had changed in substance. They were having belly pain on the left side and felt pressure; they thought it was just gas or constipation. The patient took a mild laxative (coolaze), but it didn't change their bowel movements, so they don't really know. Troubleshooting showed that stimulation was on, on program 3 at 3.1v. The patient was assisted with changing to program 4, and stated that they would turn it up to where they felt it, and try that program for a few days. It was recommended that they follow up with their healthcare provider if the problem did not resolve. No further patient complications are anticipated or expected as a result of this event.